Event description:
Implant loss due to patient condition, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, infection, fistula. Probably encapsulation of germs in the bone; natural tooth 14 extracted on (B)(6) 2019 due to root fracture with associated abscessation; implant was stable until the end - but had pus accumulation in the apical chambers with fistulation originating from there.